Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal end/electrodes of the lead became extrinsically damaged due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4)

Event description:
It was reported that during the procedure, the atrial lead was unable to hold its j shape in the patient's atrium. The physician attempted to use a stylet for guidance without success. It was also noted that the atrial lead was not sensing when attached to the analyzer. The lead was removed and replaced. No patient complications have been reported as a result of this event.